Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2384 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when removing the guide wire from the catheter, it frayed before passing the catheter into patient. Material used in a 5fr mono lumen.